Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. There was no constant tone alarm during testing. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 102 mg/dl at the time of incident. The customer stated that she forgot to disconnect the pump when she went swimming. The pump was alarming and there was a solid line all the way across the middle. She also stated that the screen was foggy and may have had moisture behind. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.